Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked and bleeding display glass, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display on the customer's insulin pump was cracked and distorted. Customer's blood glucose was 265 mg/dl. It was also stated there was a blue blotch in the middle of the screen. The insulin pump was reportedly neither bumped nor dropped. It was advised to revert to a back-up plan. Nothing further reported.